Event description:
It was reported that a user experienced sustained high glucose after a disconnection during exercise and difficulty completing a supply change on the ilet system while the insulin cartridge was half-filled; the user also reported not announcing meals following weight loss surgery. Symptoms included hyperglycemia peaking at 390 mg/dl. Outcomes included the need for troubleshooting and guidance to complete the tubing prime, including advancing approximately 70 units before visible drops appeared from a half cartridge. Investigation included technical support review and user coaching on supply change and meal announcement practices. Investigation of this case revealed user technique challenges during priming and missed meal announcements as likely contributors to hyperglycemia. It was concluded that the device functioned as designed, and user-related factors were the primary contributors to the reported hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.